Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/06/2014 with the following findings: a review of the black box revealed no evidence of short battery life. There was multiple call service 087 (cs) alarms observed in the history. The returned battery cap and test cartridge cap were used to complete the investigation. During investigation, the ¿cs69¿ alarm was reproduced during the ¿rewind¿ step. The reported ¿short battery life¿ was unable to be completed due to a component failure found on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump experienced issues with less than expected battery life. There was no alleged adverse event associated with this complaint. This complaint is being reported because the alleged battery life issue remained unresolved with troubleshooting.